Event description:
Pt admitted with diagnosis of failed right total knee replacement. Pt originally had a right knee arthroplasty in 1994. Pt had done well until complaint of pain involving right knee for several months, x-ray revealed the plastic was wearing thin especially over medial compartment where the pt was experiencing most of their symptoms. Because of changes noted on x-ray and pt discomfort, revision right total knee replacement was done in 2002. Per surgeon intraoperative said the patellar component as well as the medial portion of the tibial insert had significantly worn.